Manufacturer narrative:
The device was not received for analysis, therefore no conclusions can be drawn as to the cause of the reported information. Additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the echelon-10 was positioned, it was found there was only 1 marker in the head of the microcatheter. The marker which is 3cm from the tip is missing. The catheter was not used. The physician retrieved the microcatheter and replaced it with a new echelon-10 to complete the procedure. No injury reported and the patient is doing well.

Manufacturer narrative:
Desc evt problem: additional information received.

Event description:
The devices in the procedure were prepared as directed per the IFU and the catheter was flushed as indicated in the IFU. The reported issue was observed during preparation; the marker band was missing. The catheter tip had not been shaped and the tip of the device was intact. A new device was used to complete the procedure successfully.

Manufacturer narrative:
Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation the echelon-10 micro catheter was returned for evaluation and the clinical observation was confirmed. However, the returned echelon-14 micro catheter¿s distal marker band, not the proximal, was found to be missing. The proximal marker on the returned echelon-10 micro catheter was found to be intact. The broken end exhibits plastic deformation (jagged edges and stretching) of the tubing material which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. Tensile separation of the micro catheter can occur due to resistance or incompatible ancillary devices. However, information regarding these issues was not reported and no ancillary devices were returned. Therefore, the cause could not be determined. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Per the echelon IFU (instructions for use): warnings ¿ ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ if information is provided in the future, a supplemental report will be issued.